Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 1998. Patient was revised to treat liner disassociation and migration of the stem. Doi: (B)(6) 1998, dor: (B)(6) 2021, unk hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5 corrected: b3.

Event description:
Additional information received indicated that the stem and cup were not loosened. The doctor considered that there was a possibility of stem subsidence after the surgery because the cervical osteotomy line was just above the lesser trochanter and the stem appeared low. On (B)(6) 2021, the revision surgery was performed. The head, liner and stem were replaced with the new ones. The revision surgery was completed successfully.